Event description:
It was reported that the pt experienced pump movement at times within the pump pocket. Sometimes the pump is not facing in the right direction for refills. The pt has also noted acute painful spasms in the lower spinal column over the past 6-8 weeks; the nerves are sensitive to the touch around the outside of the left thigh on the back side. The pt had a change in body mass as she had lost a lot of weight. It was painful to wear underwear and she experienced difficulty walking. The pt was in the hospital for a week and she was given muscle relaxers but the hcp had not performed any further diagnostic testings. The hcp had given the pt more medication for the painful spasms. The pt believed that the pump contained morphine.